Manufacturer narrative:
H3: product analysis #(B)(4): during the inspection at the time of acceptance, the requested phenomenon was confirmed, and it was confirmed that the threads of the handle screw were deformed. In addition, the handle screw was fixed to the screw part at the tip of the cable. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a device used for spinal thera py. It was reported that the red plastic part was broken. No patient was involved in the event.